Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed that the syringe was returned with the safety mechanism fully activated and locked properly guarding the needle point. No defects were observed on the properly activated safety mechanism. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6165533. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 1/2 ml bd safetyglide¿ insulin syringe with 30 g x 5/16 in. Thin wall bd¿ permanently attached needle failed to function properly after use and a nurse suffered a contaminated needle stick injury. The nurse received a "medical inspection" and no adverse conditions were reported.